Manufacturer narrative:
(B)(4). Date sent 4/18/2024. D4 batch #: unk. B3: only event year known: 2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: in the event description it states ¿patient had to come back¿. Did the patient had to go back to the or room? Please confirm the reason for sepsis was a leak issue? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a colectomy the patient had to come back because the patient became septic. Rep noted the patient is recovering just fine without any further complications.

Manufacturer narrative:
(B)(4). Date sent: 5/17/2024. Additional information received: original procedure not mentioned. The sigmoidectomy colon was floppy. Surgeon did end to end anastomosis. The spike goes above staple line by folding of rectum and then 2cm above that. 2 days the patient does not do well, abdominal distention. CT scan shows leak. Goes back to or and the rectal stump was widely open.

Manufacturer narrative:
(B)(4). Date sent: 4/25/2024. Additional information received: patient had to get a surgical site resection.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2024. Additional information was requested, and the following was obtained: in the event description it states ¿patient had to come back¿. Did the patient had to go back to the or room? Please confirm the reason for sepsis was a leak issue? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Answer: patient had leak from the contour line. The leak occurred within 7-9 post the initial operation and there were no initial concerns during the procedure with the device. Patient was left with stump and not connected during the initial procedure. Leak tests was not performed during the initial case. Patient also became septic and was brought back to the operating room where it was observed that the staple line from the contour were completely open on both patients. Patient was over 80 years old with comorbidities, the surgeon has used the device for many years without change to his technique which leads him to believe that the post-operative issue was related to an alleged deficiency of the device. Staple line was visualized during the initial surgery for each patient and appeared normal and there were no issues experienced with the device during the initial surgery.

Manufacturer narrative:
(B)(4). Date sent: 5/2/2024. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.